Manufacturer narrative:
The event occurred in (B)(6).

Event description:
It was reported that the infusion device beeped to alert the patient. The patient found the display on the device was black. The patient changed the battery in the device. The display remained black and none of the buttons were functioning. No adverse event was reported. The infusion device was requested to be returned for product evaluation.